Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, air was continuously removed through the side port of the sheath during aspiration. The sheath was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files did not show system notices or issues for the date of event with catheter 2af284/24698-21 which was used for five injections. Replacing the flexcath sheath resolved the issue. The flexcath 4fc12/ 43592 was not returned for investigation. In conclusion, the sheath was unable to be investigated for the air ingress issue as it was not returned for investigation. If information is provided in the future, a supplemental report will be issued.